Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. In addition, atrial thresholds were increased for capture. This right atrial (ra) lead remains in service. No adverse patient effects were reported.